Event description:
The customer returned the video system center to the service center for a separate issue. During the device analysis, the service team indicates that internal liquid invasion causes panel universal serial bus socket, corrosion on the panel universal serial bus socket and unable to recognize universal serial bus was found. It was determined that the universal serial bus socket needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.